Manufacturer narrative:
This device is used for treatment not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Pt implanted with a retrograde antegrade femoral nail, spiral blade, end cap and locking screws on (B)(6) 2011 for a midshaft to junction of the middle and distal third femur spiral fracture. Locking screw was put in distal to the fracture, spiral blade implanted distal to the fracture and 2 locking screws above the fracture, locked through the nail. Status post, the spiral blade backed out of the nail and the screw above the spiral blade backed out and the fracture displaced. Upon removal, it was discovered the wrong end cap was used. The end cap was for the hind foot nail system instead of an end cap for the retrograde femoral nail system. The end cap did not lock the spiral blade in correctly. X-rays taken. Pt revised with an lcp condylar plate and cables on (B)(6) 2011. The spiral blade, end cap and distal locking screw were removed. The nail and 2 proximal locking screws remain in the pt. The anatomy is correct and the fracture is stable. Entire procedure took 2 1/2 hours. At the beginning of the original procedure, a smaller nail was not available and while pt was under anesthesia a smaller nail was obtained from another hosp. The waiting period to obtain the nail was 45 minutes. Hosp will retain explanted hardware. This is the 2nd of 4 reports submitted on this event. The 1st report was previously submitted.

Manufacturer narrative:
The device met all dimensional and visual criteria at the time of release with no issues documented during the MFR that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications.